Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the middle segments of all three top led 7-segment displays are not illuminating. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the led segments that are missing from the top display of the device. During the initial power on self test, the display should read "888" on the top and bottom. However, the top display reads "000". The unit will engage in pt monitoring, but the numbers appear to be inaccurate. No known impact or consequence to pt.